Event description:
Procedure type: lap chole. According to the reporter: the jaws of ultrashears were broken when used to cut the gallbladder tissue. The piece fell into the surgical cavity and was retrieved.

Manufacturer narrative:
(B)(4).